Event description:
A malfunction alarm was reported, identified as malfunction code 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted in resetting the pump, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.